Event description:
The patient received the scs system on (B)(6) 2011. It has been reported the patient is unable to turn on his stimulation. A full parameter diagnostic indicated high impedance values on several contacts. Reprogramming provided left-side coverage but the desired right-side coverage is ineffective. The patient is working closely with his physician to determine the next course of action. A surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.